Manufacturer narrative:
UDI related data quality updates only. On (B)(6) 2024, FDA communicated discrepancies related to emdr reports, reviewing the discrepancies some follow-ups have been done. The UDI number was not entered in the initial report due to human error. UDI number in section d4: (B)(4). Brand name aligned to gudid has also been reported in this follow-up. Brand name in section d1: amistem h femoral stems.

Manufacturer narrative:
Batch review performed on 03 october 2023. Lot 130045: (B)(4) items manufactured and released on 07-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 years and 5 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta head and stem with competitor components and he surgery was completed successfully.